Event description:
The pt experienced significant increased spasticity with dislocation of his hip prosthesis (implanted (B) (6) 2009) following obstruction of the catheter tip due to "inflammatory macrophage reaction". The catheter was replaced and the hip prosthesis reduced. The pt outcome was reported as "ok".

Manufacturer narrative:
(B) (4). The model and serial number of the pump are unk. See recall z-1142-2008 through z-1154-2008.